Event description:
It was reported that a cartridge change error occurred and a minimum fill notification occurred after the user filled the cartridge with 200 ml of insulin during the load sequence. Customer¿s blood glucose level was 170 mg/dl. During troubleshooting with tandem technical support the customer attempted to refill cartridge with leftover insulin and eventually disconnected the call, no other information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.